Event description:
The doctor reported that a pt began coughing during a dental procedure and swallowed some of the unset impression material. The pt went to the emergency room for eval where it was determined there was an obstruction. The obstruction was removed through placement of a tube into the esophagus and flushed out of the colon. The reporter stated that the pt is ok.